Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to persistent false lumen flow and aortic expansion.

Event description:
On (B)(6) 2013 a patient with a prior history of open type a dissection repair and endovascular thoracic aorta aneurysm repair with non-gore devices, underwent treatment of a type b complicated thoracic aortic dissection with a conformable gore tag thoracic endoprosthesis. On january 13, 2014 follow up images revealed the aortic aneurysm/lesion had increased in diameter from 70mm to 80mm. The increase in lesion size was in a covered segment of the thoracic aorta without any type of endoleak. There was retrograde false lumen perfusion. It was decided the patient would be monitored. On an unknown date in 2016 the patient expired.

Manufacturer narrative:
(B)(4).